Manufacturer narrative:
Device evaluation: visual inspection revealed no signs of damage. Per drawing 94522-00 rev. H, the torque output should be 115 +/- 5 in-lbs. A torque test was performed and found the readings be measured 106.3 - 108.9 in-lbs (3.7 ull). Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the instrument was being used or handled at the time of the damage. Internal shipment records do not indicate that this handle was calibrated after initial shipment, so it is possible that this occurred due to lack of calibration. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported the torque wrench handle exceeded the torque during final tightening. Another handle was used to complete the case. There was no delay or impact to the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the torque wrench handle exceeded the torque during final tightening. Another handle was used to complete the case. There was no delay or impact to the patient.